Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that the insulin pump had physical damage. Customer's blood glucose was unknown mg/dl. The customer insulin pump was dropped and battery is not working. The customer was also in the hospital. The customer's nurse call was disconnected.